Event description:
Distributor contacted dexcom technical support on (B)(4) 2013 and claimed that since (B)(6) 2013, there has been missing data from the sensor. Distributor did not report any medical intervention or injuries at the time of contact with dexcom technical support.